Event description:
It was reported that the patient had a spinal cord stimulator (scs) for pain and he had been complaining of a lot of pain in his neck and back for quite a while. A loss of therapeutic effect was reported. It was unknown if the patient was implanted for the back and neck pain. It was noted x-rays had been performed, and a request was made to have the manufacturer¿s representative (rep) meet with the patient to readjust his settings. It was noted that the patient was in a correctional facility and at the time of the report, it was being determined how the patient would be seen. No interventions or outcome were reported regarding this event. A month later, it was reported that the patient¿s implantable neurostimulator (ins) was working by (B)(6) 2013. The implant was in the patient¿s neck and the ins was in his back, left side waistline. The patient wanted the programs changed in his ins. The patient believed the implant has moved in his neck and that was why the pain was there. The patient has experienced sore neck muscles, stiff neck and it was hard to hold his neck up. The extensions and lead were pulling on the ins. It was also hard to talk. The patient cannot sleep and has headaches. There were bruises and swelling at neck and back incision areas. This has been going on for the past three months. No interventions, troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial # : unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# v973526, product type: lead. Product ID: 3998, lot# v973526, product type: lead. (B)(4).